Event description:
Information was received that a smiths medical cadd legacy duopdopa pump is administering faster than previous pumps. Patient often has to administer an extra dose. The patient has reported more discomfort, including cramping of the feet, feeling "off" and has more air in abdomen.